Event description:
Customer called and reported that device has the charge-pak, attention, and service wrench icons displayed in the readiness indicator physio-control provided a replacement device to the customer. When the device was received at physio-control and evaluated, it was observed that the device would not power on. There was no pt associated with the report.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal batteries were charge depleted and one battery cell was electrically shorted. The internal batteries were removed from the analog pcb assembly, and then the pcb assembly tested for off-current leakage with no discrepancies found. Root cause could not be conclusively determined but appears most likely to be the internal batteries.